Event description:
Balloon detached from the catheter body..

Manufacturer narrative:
Evaluation: customer report was confirmed. The catheter was returned with the balloon latex pulled out from under the proximal windings. The proximal and distal windings are in good condition. (B) (4)